Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the cadd legacy pump exhibited "no disposable" alarms. It was reported that the cassette was on the pump for 7.5 hours before the alarm occurred. Per reporter, the patient's mother indicated previous issues with the alarms which resulted in pump replacement. Patient's mother also indicated that the cassette had worked on the backup pump during previous occurrences. No adverse patient effects were reported. Per reporter no further details were provided.